Manufacturer narrative:
Additional information: plant investigation: the actual device was returned for analysis. The reported symptom (fluid leaking) was not confirmed. The reported symptom (air detected in cassette warning) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An accelerated stress test was perform and passed. No fluid leaks in the test cassette during the accelerated stress test. The patient sensor calibration check passed. The fifteen minute self-test / treatment was performed. During treatment, turning the cycler off then back on again, the power fail recovery resumed to the treatment as intended. The system air leak test passed. The valve actuation test passed. The mushroom head check passed. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. Positive for glucose. A device history review found no related items.

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 3 of 4 of treatment. The patient rebooted the cycler and was unable to continue treatment, treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the chose not to complete treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.